Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a patient with 2+ diffuse lamellar keratitis (dlk) in the right eye one day post lasik. An oral steroid was prescribed and topical steroid dosage was increased. The patient did not have any complaints. Additional information received noted the dlk has resolved.